Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. Visual inspection found the lead body to be compressed and a break in the insulation breaching the re and rv cable lumens with no damage noted to the etfe cable coating consistent with damage caused by compression to the device can. The inner lumen was also breached with damage noted to the ptfe liner exposing the inner coil. The exposure of the inner coil at the compression region most likely caused the complaint of low pacing impedance reported from the field. Abbott was unable to perform additional electrical testing due to condition of lead as received. All other damage noted to lead body was consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the pacing and sensing impedance was low. During the lead revision procedure, the lead was confirmed to have damage on the proximal end. The lead was explanted and replaced and the patient was stable.